Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported during a revision hip replacement surgery, when surgeon used the small size drill, the distal tip was broken off and was found next day in x-ray check. Patient didn't want to retrieve it. No revision is planned.